Event description:
Information received from the field does not address the patient's clinical status but notes high impedance on the atrial cha nnel and low impedance on the ventricular channel in the bipolar configuration.